Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm event on (B)(6) 2024.the blockage was located in the tubing. No further information available.